Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an integrated circuit was lifted off its connection pad due to weld failure causing an open circuit which could have contributed to the reported sensing anomaly.

Event description:
It was reported that during implant, the implantable cardiac monitor exhibited loss of sensing. The device was not used and new device was placed.